Event description:
"Customer reported: the customer reported that they drew up a medication on 2 occasions, and there was immediate discoloration of the liquid (reddish). See attachment section for initial email and complaint report from customer. "